Event description:
It was reported that the device reached elective replacement time early and that ventricular capture management put the ventricular lead output high despite low thresholds. The device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.